Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. A tripped trend review was completed for the reported complaint and freestyle freedom lite meter. Although trips were observed, no further investigation was required as there were no confirmed complaints. A tripped trend review was completed for the reported complaint and freestyle strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller, customer's fiancée, reported an intermittent port issue with an adc blood glucose meter. Caller reported that on (B)(6) 2017 at 7:00 pm the customer experienced symptoms described as "feeling really thirsty, sweaty, and lightheaded" and was unable to test using his adc blood glucose due to the meter turning on with button press but not with test strip insertion. At 8:00 pm the caller rushed the customer to the hospital and upon arrival at 8:30 pm, a reading of 400 mg/dl - 500 mg/dl was obtained on the hospital meter. The customer was administered insulin and fluids via intravenous infusion. At 9:30 pm, a reading of 200 mg/dl was obtained on the hospital meter and at 10:01 pm, customer was released from the hospital. The customer was diagnosed with acute pancreatitis and hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's fianceé, reported an intermittent port issue with an adc blood glucose meter. Caller reported that on (B)(6) 2017 at 7:00pm the customer experienced symptoms described as "feeling really thirsty, sweaty, and lightheaded" and was unable to test using his adc blood glucose due to the meter turning on with button press but not with test strip insertion. At 8:00pm the caller rushed the customer to the hospital and upon arrival at 8:30pm, a reading of 400 mg/dl - 500 mg/dl was obtained on the hospital meter. The customer was administered insulin and fluids via intravenous infusion. At 9:30pm, a reading of 200 mg/dl was obtained on the hospital meter and at 10:01pm, customer was released from the hospital. The customer was diagnosed with acute pancreatitis and hyperglycemia. There was no report of death or permanent injury associated with this event.